Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 36 and 48 hours. Upon arrival of the ambulance the patient was treated with fluids as well as 20 units of manual insulin. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as 20 units of insulin. The patient was released from the hospital after 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.